Event description:
Synthes (B)(4) reported during a humeral nail procedure on (B)(6) 2013, the head of the 6.0mm flexible medullary reamer broke off the shaft during reaming. The piece was retrieved and the procedure was completed with no complication or adverse event to the patient reported. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The CAPA determination was completed and no further corrective action is required.

Manufacturer narrative:
This device used for treatment and not diagnosis. Greatbatch medical manufactured the 6.0mm flexible medullary remer/flat wire/385 mm, part 359.106, and lot number 6668922. The suppliers certificate of compliance,dated august 8, 2011, indicates the parts were manufactured to part 359.106, revision c and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet dated august 10, 2011. There were no non conformities or complaint related issues with this complaint. Due to an unknown cause, the cannulated reamer tip broke off of the part. The materials of the reamer and flexible shaft were determined to differ from the suppliers specifications. The material of the coupling was determined to be as specified. The instrument conformed to all dimensional specifications at the time of manufacturing. The reamer withstood the specified amount of torsional force. The diameter of the reamer and its cannulation were confirmed to be within specification. A CAPA determination was opened for this complaint.